Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, red particles on the shell, one opening curved on the anterior and crease flat. A microscopic analysis was performed which identified: one opening sharp on the anterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - one sharp opening on the anterior assessed as unidentified (tear) opening. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV and rupture.

Event description:
Physician reported intracapsular rupture and capsular contracture grade 3-4. Left side. Device explanted.